Event description:
It was reported that log files were sent for review. The event log file was normal until (B)(6) 2026 at 4:45:21 when an emergency backup battery (ebb) fault occurred due to the ebb failing the load test. The alarm silence button was activated at 4:50:45. The patient was found unresponsive by family. Cardiopulmonary resuscitation (CPR) was initiated. Emergency medical services (ems) arrived and transported the patient to the hospital. Ems performed a system controller exchange for an unknown reason. The driveline was disconnected at 4:50:50 & the pump stopped. The ebb fault did not interfere with the pump operation. Additional log files were sent for review. The event log file showed the patient was connected to the system controller ((B)(6)) on (B)(6) 2000 at 0:02:38 which was the default timestamp. It was unknown how long the pump was off. The pump operated as intended for the remainder of the log file. The clock was set correctly on (B)(6) 2026 at 9:38:04. It was communicated on (B)(6) 2026 that the patient was unresponsive due to cardiac arrest. The patient had CPR performed until ems arrived and was shocked and intubated. The patient was in the critical care unit (ccu) intubated and sedated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.